Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low glucose readings on a cgm while ill and sought guidance on appropriate treatment with glucose tablets; the agent reviewed the 15-for-15 rule, advised dosing 5¿10 g for readings in the high 60s and 15 g for readings below 60, and recommended obtaining a glucometer to verify sensor values. Symptoms included hypoglycemia with cgm values as low as 49 and subsequent readings of 53, 59, 68, and a return to 77 after oral glucose. Outcomes included no health consequences or lasting impact, with the event addressed by oral fast-acting carbohydrates. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device component or device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.